Manufacturer narrative:
(B)(6). Visual assessment of the device confirmed the reported breakage. The anchor is broken at its proximal end were it interfaces with the inserter. The condition of the anchor prohibits dimensional analysis. Insertion device was functionally tested and performed as intended. The inner shaft of the insertion device is bent; this condition is consistent with off axis insertion. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional threaded the anchor and when the healthcare professional tried to locate into the hole the anchor broke. The healthcare professional used an arthroscopic clamp to remove the piece. There was a backup device available to complete the procedure. There were no reported patient injuries. No other complications were noted.